Manufacturer narrative:
The reported event that the «cannulated drill asnis iii ø2.7mm ao fitting» was identified to be eccentric during the surgery could be confirmed since the device was returned for evaluation and it matches the reported failure mode. The device inspection revealed that the drill is slightly bent, just below the handle, while its outer surface has minor scratches. The threaded part has multiple scratches and dents, while the edge, at the very end, looks used and slightly deformed. The inspection protocol for the reported device was reviewed and did not indicate any deviation from the specifications. Therefore it was not delivered deformed, but became like that upon usage. This is compatible with what has been reported, that ¿the drill was examined prior to the surgery and no malfunctions were identified.¿ the identified patterns are mainly the result of mishandling of the device. Most likely, the cannulated drill has not been used properly and this is why it became eccentric. Usage of the device under wrong angle or even too high insertion speed, are factors causing drills to wear rapidly or bent. As per IFU (v15011 rev n): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; please remember that product systems may be subject to alterations that affect the compatibility of the instrument with other instruments or with implants!.¿ [¿] ¿only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage.¿ [¿] ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way and the user should ensure that drilling and cutting tools are sharp.¿ also, it is clearly indicated in the IFU (v15011 rev n) that ¿before every operation, to ensure that all devices to be used during the operation function correctly with each other, while during the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure¿. Based on the investigation, the root cause was attributed to a user related issue due to a mishandling of the device. A review of the device history for the reported ¿cannulated drill asnis iii ø2.7mm ao fitting¿ did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During surgery, it was found that the drill is eccentric. The surgeon used the other drill and finished the surgery.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During surgery, it was found that the drill is eccentric. The surgeon used the other drill and finished the surgery.